Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's sugars were high and the insulin pump stopped working. Mother stated that the insulin pump was making weird noises and there was no insulin being delivered. Mother treated blood glucose readings of over 400 mg/dl with injections and the customer was then taken to the emergency room where she was treated with saline. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned a possible issue with air bubble and stated that they were unable to rewind the insulin pump. Mother stated that the daughter suspended the insulin pump. Alarm history was checked and a failed battery test alarm was noted. When attempting to complete the self test mother stated that nothing was happening when pressing act. Customer was advised to revert to a backup plan and the insulin pump is being replaced. Customer's blood glucose reading at the time of the call was 145 mg/dl.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm rest and displacement accuracy test. The device functioned properly. All buttons functioned properly during testing. However, moisture damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.